Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient felt symptoms of hypoglycemia including tiredness, headache, and incoherence. The patient then passed out and his officemates noticed him. During that time the cgm was telling him he was 92 mg/dl, but when they pricked his finger he was 28 mg/dl. They shot him with 1 mg of gvoke hypopen and he recovered 5-7 minutes after treatment. His officemates called the emt and when they arrived, they gave him nothing because patient was already back to his senses. They just checked his blood pressure and pricked his finger and he was around 65-70 mg/dl the egv at that time was not documented. The emt left when they saw that patient was fine. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.